Manufacturer narrative:
The customer replaced the gds to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint by the customer on the v60 indicating that a low leak co2 rebreathing risk alarm had occurred. The device was in use on a patient at the time of the reported issue was discovered; however, there was no harm to the patient or user. The customer stated that the reported issue was able to be duplicated in biomed, and the customer found no obstructions in the exhalation port of the unit. The customer did report that the air inlet filter was dirty upon inspection. The remote service engineer (rse) advised that the reported issue could either be due to the flow sensor assembly or gas delivery system (gds) and provided both part numbers for the customer to order and replace. Final investigation and disposition are pending.